Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, blood was noted in the coaxial umbilical cable and a system notice was received indicating that the safety system detected a compromised outer vacuum. The coaxial was disconnected from the cryoconsole unit and the balloon catheter and coaxial umbilical cable was replaced. The procedure completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the coaxial umbilical cable was visually inspected and functionally tested. The coaxial umbilical cable 203cx passed visual inspection and the performance test along with a lab catheter as per specification. In conclusion, the coaxial umbilical cable passed the inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.